Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroplasty case with arthrex eclipse + universal glenoid when screwing in the peripheral screw 30 mm it broke off. The screw was inserted using the torque indicating adaptor. The head of the screw broke off; the threaded part of the screw remained in the baseplate/bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the peripheral screw, non-locking, univers revers¿ 4.5 x 30 mm, identified that the screw was broken off. The head was returned with abrasion marks around it. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user-applied excessive force during the tightening process and/or prying/leveraging of the device during insertion.